Event description:
It was reported that the clinician felt that the device battery was depleting faster than it should, given the patient's current settings and device history. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead - 2010 (B)(6). (B)(4).